Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when the user disconnected the tubing from the mating catheter, the set was noted to be cracked with a piece of the tubing missing at the the connection. There was no report of patient harm.